Manufacturer narrative:
The insulin pump was received with blank display due to corroded remote frequency board and interface board. The unexpected restart test could not be performed due to the blank display. No physical damage or discolor found on the device.

Event description:
The customer reported via phone call that the screen on the insulin pump had condensation and was discolored. The customer stated the device was not exposed to water; she was swimming and left the device wrapped in a dry towel. She also reported that the insulin pump restarted and alarmed unexpected restart. Customer's blood glucose value was 78 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.